Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Upon visual inspection, the returned shell has a scratch on the inside radius of the device. The shell and liners were returned separated and were not attempted to be combined. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 010000850 g7 neutral e1 liner 32mm f lot#: 6751420, catalog#: 010000928 g7 hi-wall e1 liner 32mm f lot#: 6918273. Report sorce foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00755. 0001825034-2021-00756.

Event description:
It was reported that a g7 pps shell was implanted. While attempting to place the liner, the liner would not seat into the shell. A second liner was attempted and would not seat. The shell was removed from the acetabulum and a new shell was implanted, with a well fixed liner causing a 20 minute delay in surgery. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.